Event description:
In 2009, the pt stated she is going to adjust her basal rates on her insulin infusion device because, she has had elevated readings in the 400 mg/dl range to "hi." She had no symptoms. To troubleshoot, she confirmed her basal rates were accurately programmed and she has not received any errors or alarms. She did not skip any boluses and she has not had any air bubbles. She stated she thinks adjusting the basal rates will resolve the issue. On follow up with the pt, she stated her blood glucose is better since adjusting her basal rates. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.